Event description:
It was reported that a patient underwent a right, direct, open inguinal hernia repair procedure in 2008. The patient reported that at approx 4 months later, the hernia had recurred. The patient was seen by a doctor at about 6 weeks later for this issue and the doctor confirmed the hernia recurrence. The patient underwent a re-operation in 2009. The initial mesh was left in place and the an indirect sac was targeted.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2009-00897. The same device is represented in each medwatch as it was involved in two events.